Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient claimed the following: cgm was reading in the 250 mg/dl range and blood glucose meter reading at 90 mg/dl, and cgm was rapidly rising and blood glucose meter was reading 89 mg/dl. The patient reported no use of acetaminophen at the time.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.